Event description:
A customer reported a false negative anti-hcv result from their vitros eci analyzer. Previous testing and repeat analysis with alternate methods gave positive results. A false negative result could cause an infected patient to be misclassified. There was no report of patient harm as a result of this event.